Event description:
The technician alleged that the head end of the bed did not brake but foot end did. No pt impact.

Manufacturer narrative:
The tech installed a brake upgrade kit to resolve the issue.